Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarms were noted. All buttons functioned properly. However, the pump had corroded keypad traces, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners and a cracked belt clip slot.

Event description:
It was reported that the customer had a button error alarm on the insulin pump during a bolus. Customer's blood glucose was 10 mmol/l. Customer stated that the anomaly persisted after a battery change. Customer also reported that the buttons were not pressed for longer than 3 minutes and the pump was not dropped or bumped. The pump will be returned for analysis and replaced.